Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ pelvic pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included adenomyosis, muscle cramps (everyday), ovarian cancer and hypertension. Concurrent conditions included fibroids (fibroid uterus), right lower quadrant pain, yeast infection, bowel movement irregularity, menstruation irregular, vaginal bleeding and myomectomy. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine haemorrhage ("abnormal uterine bleeding") and genital haemorrhage ("bleeding"). The patient was treated with surgery (laparoscopy, robotic assisted total hysterectomy, bilateral salpingo oophorectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, uterine haemorrhage and genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage, pelvic pain and uterine haemorrhage to be related to essure. The reporter commented: the coil was released and then I released from the guide wire on each side. Approximately 4 coils were noted on each side and hemostasis was assured. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on an unknown date: myometrial echo-architecture was heterogeneous. Fibroids noted included posterior intramural 1.9cm x 1.9cm x 2.2cm and fundal right sided subserosa12.6cm x 2.5cm x 2.3cm and posterior intramural. 1.9cm x 1.5 cm. The endometrium measured 5mm and contained no focal abnormalities. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-aug-2019: quality-safety evaluation of product technical complaint. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ pelvic pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included adenomyosis, muscle cramps (everyday), ovarian cancer and hypertension. Concurrent conditions included fibroids (fibroid uterus), right lower quadrant pain, yeast infection, bowel movement irregularity, menstruation irregular, vaginal bleeding and myomectomy. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine haemorrhage ("abnormal uterine bleeding") and genital haemorrhage ("bleeding "). The patient was treated with surgery (laparoscopy, robotic assisted total hysterectomy, bilateral salpingo oophorectomy,). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, uterine haemorrhage and genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage, pelvic pain and uterine haemorrhage to be related to essure. The reporter commented: the coil was released and then I released from the guide wire on each side. Approximately 4 coils were noted on each side and hemostasis was assured diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on an unknown date: myometrial echo-architecture was heterogeneous. Fibroids noted included posterior intramural 1.9cm x 1.9cm x 2.2cm and fundal right sided subserosa12.6cm x 2.5cm x 2.3cm and posterior intramural. 1.9cm x 1.5 cm. The endometrium measured 5mm and contained no focal abnormalities. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: duplicate case found for same patient. All the information, source document and references of deletion case ((B)(6) ) transferred into retention case- (B)(6). No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ pelvic pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included adenomyosis, cramps (everyday), ovarian cancer and hypertension. Concurrent conditions included fibroids (fibroid uterus), right lower quadrant pain, yeast infection, bowel movement irregularity, menstruation irregular, vaginal bleeding and myomectomy. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine haemorrhage ("abnormal uterine bleeding") and genital haemorrhage ("bleeding "). The patient was treated with surgery (laparoscopy, robotic assisted total hysterectomy, bilateral salpingo oophorectomy,). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, uterine haemorrhage and genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage, pelvic pain and uterine haemorrhage to be related to essure. The reporter commented: the coil was released and then I released from the guidewire on each side. Approximately 4 coils were noted on each side and hemostasis was assured. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on an unknown date: myometrial echo-architecture was heterogeneous. Fibroids noted included posterior intramural 1.9cm x 1.9cm x 2.2cm and fundal right sided subserosa12.6cm x 2.5cm x 2.3cm and posterior intramural. 1.9cm x 1.5 cm. The endometrium measured 5mm and contained no focal abnormalities. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.